Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that customer was hospitalized for high blood glucose on (B)(6) 2022. Customer¿s blood glucose level was 700 mg/dl at the time of incident. Blood glucose level at the time of call was 400 mg/dl. Customer was treated with intravenous insulin drip at the time of hospitalization. It was unknown whether auto mode was active at the time of incident. The customer will continue use of the device. No further patient complications were reported.